Manufacturer narrative:
Device manufacture date: august 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider resistance fails to slide normally" during implantation in right eye. No injury reported. Surgery was completed with backup device.